Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No relevant manufacturing process changes were implemented, that could have led to the event reported. Based on the condition of the sample returned the reported failure could not be confirmed. The stent graft was found completely deployed. The disposition of the stent graft is unknown. The outer sheath was found in good condition. No indication for increased friction during sample release could be determined during sample evaluation. Therefore, the reported issue could not be reproduced and the investigation will be closed with inconclusive result. Potential factors which may have contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult patient anatomy, which led to increased friction and the subsequent failure to deploy the stent graft. Insufficient flushing of the device could be another contributing factor. Furthermore, not using the correct sized accessories could be also a potential contributing factor for the reported failure. Based on the information available a definite root cause for the reported failure could not be determined. The instructions for use (IFU) which are applicable for this product were reviewed and it was found that the potential risks were sufficiently addressed. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the use of accessories the IFU states "materials required for the fluency® plus endovascular stent graft procedure: (...) 0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system (...) Introducer sheath with appropriate inner diameter (...)".

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that the endovascular stent graft could not be deployed during the procedure. Another stent was used to complete the procedure successfully. There was no reported patient injury.